Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the report received from the surgical assist was that the instrument was not articulating like they were used to seeing. There were no complaints from the surgeon. There was no shakiness or movement observed. The instrument was handed off and replaced with a different maryland bipolar forceps instrument. The case was completed with no additional issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not articulating very well. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported complaint was not confirmed or replicated. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The were no issues with articulation during the inspection.

Event description:
Refer to h10/h11 for follow-up information.